Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. It was reported that the peritonitis was manifested by turbid effluent and abdominal pain. It was unknown if the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. At the time of this report the patient had recovered from the event. Dianeal therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.